Manufacturer narrative:
The company service representative examined the system, confirmed, but did not replicate the reported event. The company service representative found multiple system messages in the event log indicating the user attempted to eject the cassette while infusion was active. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic operating console not pulling fluid and vitrector not functional. Procedure details and patient impact have not been provided. An alternate system was used to complete procedure. Additional information received indicated that the event occurred during set up. There was no patient involvement.